Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was very sick, chest compressions were performed and the coronary intervention was unable to be completed. Arteriotomy closure of the mildly calcified right common femoral artery was attempted with a proglide device after the coronary procedure using a 6f sheath. The patient was brain dead by the time the proglide device was used. Reportedly, the proglide device got stuck. The foot somewhat retracted but it did not collapse or fully retract. As the majority of the foot retracted, the device was removed. Tissue was noted on the foot. No resistance was noted during advancement of the device into the anatomy. Manual compression was used to achieve hemostasis. The patient died shortly thereafter. Per the physician, the patient death was unrelated to the proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device got stuck¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿foot did not fully retract¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of unspecified tissue injury (vascular injury) is listed in the IFU as a potential adverse event of use of the device. Based on the medical review, this patient arrived in a very unstable state and was brain dead prior to the use of the closure device. It can be definitively stated that the perclose proglide was not a contributing factor in the cause of death for this patient. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, a user facility medwatch report was received that states: "attempted perclose closure device deployment for hemostasis of arteriotomy site. The device could not be easily removed after the sutures were deployed. It appeared that the footplate of the device was not fully retracted. After the device was removed, manual compression was applied for almost 20 minutes."